Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported device was removed yesterday. It was noted the reason for explant was therapy had not worked for patient, it did not help the pain at all and made it worse, it caused more pain/jolt. They tried reprogramming several times and it never worked. They stated it was sending jolts of electricity up his back or down his legs. They could never control it after programming. Patient then turned the ins over a year ago and was not using it. No further complication and no symptoms were reported.